Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, f. The cause of the patient¿s dislocation reported cannot be conclusively determined; however, it may be due to soft tissue tension, implant positioning, and/or implant selection. However, the failure could not be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. Dislocation is a known risk, as outlined in the IFU. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
D10 concomitant devices: nv crown cup constraining ring g, - 180-03-11, (B)(6), nv crown cup constrained liner g1 28mm - 134-28-41, (B)(6), biolox option adaptor +3.5mm 12/14 - 170-50-03, (B)(6), biolox option femoral head 28mm - 170-28-50, (B)(6). H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's left hip first dislocated approximately 2 years post initial operation. Surgeon performed a closed reduction and her hip began functioning again.